Event description:
It was reported, the patient experienced a shocking sensation. The symptoms began approximately three weeks ago following a fall. The patient reportedly fell and felt a snap at the lead location. The patient turned off the program that caused the shocking, but was still able to use the ins for some pain relief. The patient remained at home in fair condition. The patient was seeking a new physician.

Manufacturer narrative:
(B) (4).